Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The lesion and anatomy location details are unknown. The procedure was completed with another of the same device. There were no reported patient complications. The patient's status is listed as "fine". The reporting site was unable to provide any further details of the case.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.